Event description:
It was reported the patient plans to undergo surgical intervention due to receiving inadequate stimulation. The patient is scheduled to discuss the details with his doctor on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.